Event description:
It was observed that during the device evaluation, the subject device exhibited a disconnection and cable flooding. There was no patient involvement.

Manufacturer narrative:
E3-non-health care professional; e2-no. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.